Event description:
The patient's device was disabled when the high impedance was identified. No surgical intervention has occurred to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance was identified during a titration visit for a patient that had a recent generator replacement ((B)(6) 2016). The impedance was checked during the generator replacement surgery, and it was within normal limits. The patient's device was turned on during the surgery. X-rays were performed, and the facility's assessment of the image was provided. No cause of the high impedance was identified in the facility's assessment. The neurosurgeon did not see any evidence of an issue with the electrodes or a break in the lead. X-rays were reviewed by the manufacturer, and the lead pin did not appear to be inserted fully into the generator connector block. The device history record of the generator was reviewed, and the device conformed to all functional specifications prior to release. No further relevant information has been received to date, and no surgical intervention has occurred to date.

Event description:
The patient underwent corrective surgery for the high impedance on (B)(6) 2016. The high impedance was corrected when the pin was re-inserted into the generator.